Event description:
Medtronic received a report that solitaire fr stent abnormality and resistance in sheath were observed out of package. The patient was undergoing an emergency thrombectomy surgery for treatment of intracranial large artery occlusion. It was noted the patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 9 hours. After the package was opened, it was found that while the stent could be pushed out of the protective sheath, it could not be retracted back into it; it was stuck, and the proximal end of the stent appeared to have a morphological abnormality. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.